Event description:
A surgeon reported myopic surprises (residual cylinder) with several bilateral patients following intraocular lens (iol) implant surgery. These patients were between two to four weeks postoperative, following implant in their second eye. Most of the visual acuities (va) were in the 20/30 to 20/40 range. All of these patients had limbal relaxing incisions (lri) performed during the procedure. The surgeon does not believe the iols are defective, but he does not know what is causing the myopic surprise in these patients. Additional information was received for four patients with bilateral iol implants. This is one of eight medical device reports being filed; this event is for the second patient's left eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated product met release criteria. There have been no other complaints reported in the lot number. Additional information was received on 04/30/2009 by mail and fax. A completed questionnaire has not been received. This report was mailed to FDA on: 05/27/2009.